Event description:
It was reported that the customer entered a wrong time, basal rate and correction factor setting, causing the customer to experience a blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg with a manual injection. Tandem technical support guided the customer through correcting the pump settings to address the event.